Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of the electronic patient record, it was observed that the device did sustain a sudden loss of power; however through testing, this could not be duplicated or verified. No loose connections within the device or the battery were found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined. (B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of the electronic patient record, it was observed that the device did sustain a sudden loss of power; however through testing, this could not be duplicated or verified. No loose connections within the device or the battery were found. The customer received a replacement device. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of the electronic patient record, it was observed that the device did sustain a sudden loss of power; however, through testing, this could not be duplicated or verified. No loose connections within the device or the battery were found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be returned. Physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of the electronic patient record, it was observed that the device did sustain a sudden loss of power; however, through testing, this could not be duplicated or verified. No loose connections within the device or the battery were found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported that during a patient event, their device lost power on a number of occasions during use. The customer stated that they were dispatched to a patient who had a witnessed, cardiac arrest. Once the customer arrived to the patient's location, the device was connected to the patient and prompted a "no shock advised" decision. After the device prompted the "no shock advised" decision, CPR was started on the patient. After the first CPR cycle was over, the device started to analyze the patient's rhythm again. During the analyze process, the device lost power. The customer powered the device back on, and it immediately started the analyzing process again and during that process, the device again lost power. The customer continued to power the device on again (approximately 5 times) with the same loss of power outcome. A second ems crew arrived on scene shortly after (unknown time later) and continued patient care with their device. The patient was transported to the hospital. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Through an evaluation of the electronic patient record, it was observed that the device did sustain a sudden loss of power; however through testing, this could not be duplicated or verified. No loose connections within the device or the battery were found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be returned.

Manufacturer narrative:
Physio confirmed through a review of the electronic data from the device that the reported loss of power occurred. After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control performed a supplemental clinical review of the reported event and determined that the device use may have contributed to the death of the patient.